Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "cysts" which has been assessed as not related to the device, and "signals of intra and extracapsular rupture" and "benign diffuse calcifications" confirmed via ultra sound and mammogram. Physician also reported "patient contacted him with complaint of nodules." Device remains implanted.